Manufacturer narrative:
The returned device was evaluated. The unit powered on and off using both battery and ac power. The device passed functionality testing; however measured outside the accuracy specification when connected to the lab gas master application. A zero calibration was performed on the module and measurements were within the acceptable accuracy specification. Incorrect gas span calibration zeroing resulted in measurements outside the accuracy specification. Gas span calibration is automatically performed periodically. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the rad-97 provided inaccurate etco2 readings. No consequences or impact to patient were reported.